Event description:
It was reported that the patient went to the emergency room for pre-syncope (light headedness and nausea). While in the emergency room, they captured a pause on the electrogram. Intermittent loss of capture on the right ventricular (rv) lead was also noted. The lead was explanted and replaced. During the replacement procedure, it was determined that the atrial lead exhibited high impedances while being tested. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the previous chronic rv lead had not been explanted, and remains in use. More recently, one week post defibrillator replacement, a lead warning triggered due to undefined rv pacing impedance. There were high capture thresholds observed on the rv lead. In addition, there was oversensing on the replacement right atrial (ra) lead during a atrial tachycardia/atrial fibrillation episode, however, the episode did not appear to be real. A follow-up investigation revealed that a revision procedure was performed one week after the defibrillator changeout to address a loose device setscrew. It was noted that the rv pacing impedance returned to normal range following the revision. The implantable cardioverter defibrillator (ICD), chronic rv, and replacement ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 694765 lead implanted:(B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.